Manufacturer narrative:
Barton sb, et al, the incidence and impact of arthroscopy in the year prior to total knee arthroplasty, knee (2016), http://dx.doi.org/10.1016/j.knee.2016.12.003.

Event description:
It was reported in a journal article that 1 patient underwent a revision due to unknown reasons. The patella was resurfaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: kne-nexgen-bearings-unk, kne-nexgen-femorals-unk, kne-nexgen-tibial trays-unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.